Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not starting. Upon inspection, fse determined that the docking station in pc was broken and therefore fse reseated the ssd inside pc and connected directly to motherboard. After reseating the ssd, the system was returned to use in good working order. Based on service history review, the issue did not reoccur.

Event description:
It has been reported to philips that the azurion 7 m20 system suite pc did not start. No harm has been reported. Philips has started an investigation of the complaint.